Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of npi 8015 did not turn on. Technical support: 1. Check battery, make sure battery is charged. 2. Check ac light indicator, make sure it is on. 3. If it is board level, send unit in for factory repair. Recommended anna to replace power supply processor board. Assisted with a part number. Anna will replace power supply processor board. A review of the device history record for sn (B)(6) was performed from date of manufacture 06/21/2010 to the present date 10/29/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. The customer reported problem was confirmed. There were no existing CAPA¿s listed for any of the parts listed in this file for repair. H3 other text : no product returned.

Event description:
It was reported that the device would not turn on. No ac light when the power cord was plugged in. No patient involvement was reported.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of the failure was not identified. A serial number was not provided therefore a review of the device history record cannot be performed.

Event description:
It was reported that the device would not turn on. No ac light when the power cord was plugged in. No patient involvement was reported.